Manufacturer narrative:
H6: initially submitted codes fdc d16 and ime e2403 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that water was used to inflate the balloon, likely with a 10 ml syringe, though the exact amount is not known. The emg tube functioned as expected during the procedure, but the balloon rupture occurred about halfway through the surgery. The anesthesiologist confirmed there was no visible damage at the time. The procedure was completed successfully with the emg tube still in place. It appears that the rupture happened during the operation, and while the tube was reportedly inserted with some force, this was not thought to have caused the bleeding, though it may have contributed to the damage. The bleeding was believed to be partially due to the ruptured balloon. The patient¿s airway remained uncompromised, so surgery continued. Upon tube removal at the end of the procedure, blood was noticed and the balloon rupture was confirmed. The patient remained in good condition, with no reported complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, for thyroidectomy procedure, according to the attending technician, the anesthesiologist inserted the tube forcefully. When inflating the balloon, anesthesiologist added a liquid and it is suspected that it was overinflated. Later, the balloon burst but was not removed, it is suspected that the balloon was under excessive pressure, causing it to rupture inside the patient, the procedure was completed with the reported product. There was no patient impact.